Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the sensitivity of the external pulse generator (epg) was not working properly. It was discovered that the pacing fusion and sensitivity may not have been set appropriately. Testing procedures were conducted and the epg passed and was placed back in service. No patient complications have been reported as a result of this event.